Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were dispatched in ambulance due to low blood glucose. Customer blood glucose was 1.8 mmol/l. Customer stated that the auto mode was active at the time of event. The insulin pump will not be returned for the analysis.